Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient has been retrained on proper aseptic technique. The patient was hospitalized on the same day as onset of the event. The patient was treated with vancomycin (dose, route, and frequency were unknown) for the peritonitis. Eleven days after hospitalization, the patient was discharged and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.